Event description:
Pt undergoing a visceral angiogram and embolization. During procedure, the boston scientific fathom 16 wire tip nearly sheared off while in pt. Removed intact and no injury to pt. Required new wire to be opened for case.